Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy to remove essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, back pain and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events, including chronic pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a salpingectomy to remove essure on (B)(6) 2015. Pelvic pain and abnormal genital bleeding may occur during essure therapy. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bleeding intermenstrual. Concomitant products included acetazolamide (diamox), eletriptan hydrobromide (relpax), ibuprofen (motrin), topiramate (topamax), tramadol hydrochloride (ultram) and vicodin (norco). On (B)(6) 2011, the patient had essure inserted. In (B)(6) , the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (vaginal menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal distension ("bloating"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), migraine ("migraines"), back pain ("back pain"), allergy to metals ("nickel allergy") with rash generalised, libido decreased ("diminished libido") and headache ("headache"). The patient was treated with surgery (salpingectomy to remove essure devices on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, back pain, allergy to metals, vaginal haemorrhage, abdominal distension, libido decreased and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) (insertion date per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: bilateral essure identified in uterine fundus on (B)(6) 2015 CT head for ha done. On (B)(6) 2015, surgical pathology report, final diagnosis included bilateral fallopian tubes with no significant abnormalities, received in formalin, labeled with "bilateral fallopian tubes" are two fimbriated fallopian tubes ranging from 5.0-5.5 cm in length x 0.5 cm in average diameter. The tubular tissues are consistent with fallopian tubes. Protruding from the ends of the fallopian tubes are 2 metallic wires within the lumina of the fallopian tubes. Sectioning reveals a stellate pinpoint lumen. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:dyspareunia, headache, rash , pelvic pain, bloating. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Lab data, concomitant events, comcomitant drugs added. Event added per pfs: abnormal bleeding (vaginal), bloating, diminished libido, body rash. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's concurrent conditions included bleeding intermenstrual, anxiety and varicella. Concomitant products included acetazolamide (diamox), eletriptan hydrobromide (relpax), ibuprofen (motrin), topiramate (topamax), tramadol hydrochloride (ultram) and vicodin (norco). In 2011, the patient experienced dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), menorrhagia ("menorrhagia/abnormal bleeding (menorrhagia)"), migraine ("migraines"), allergy to metals ("nickel allergy") with rash generalised, vaginal haemorrhage ("abnormal bleeding (vaginal)"), abdominal distension ("bloating"), libido decreased ("diminished libido") and headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain") and back pain ("back pain"). The patient was treated with ibuprofen and surgery (salpingectomy to remove essure devices on (B)(6)2015). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, back pain, allergy to metals, vaginal haemorrhage, abdominal distension and libido decreased outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, libido decreased, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: 2012 (insertion date per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2015: bilateral essure identified in uterine fundus on (B)(6)2015 CT head for ha done. On (B)(6)2015, surgical pathology report, final diagnosis included bilateral fallopian tubes with no significant abnormalities, received in formalin, labeled with "bilateral fallopian tubes" are two fimbriated fallopian tubes ranging from 5.0-5.5 cm in length x 0.5 cm in average diameter. The tubular tissues are consistent with fallopian tubes. Protruding from the ends of the fallopian tubes are 2 metallic wires within the lumina of the fallopian tubes. Sectioning reveals a stellate pinpoint lumen concerning the injuries reported in this case, the following ones were described in patient¿s medical records:dyspareunia, headache, rash , pelvic pain, bloating. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6)2018: concomitant disease and treatment drugs were added. Updated suspect drug inaction. Added event did you undergo an essure confirmation test. Updated events, onset date and outcome. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), abdominal pain ("chronic abdominal pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), back pain ("back pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy to remove essure devices on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, back pain and allergy to metals outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, migraine, back pain and allergy to metals to be related to essure. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events, including chronic pelvic pain and abnormal bleeding (seen as genital bleeding). The plaintiff was submitted to a salpingectomy to remove essure on (B)(6) 2015. Pelvic pain and abnormal genital bleeding may occur during essure therapy. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.